Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. The root cause was unable to be determined. After performing a software update as a precaution, the device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displays a white screen after turning on, flickers, and then shuts off. They stated that after it shuts off, the ac power and battery lights are both illuminated green. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displays a white screen after turning on, flickers, and then shuts off. They stated that after it shuts off, the ac power and battery lights are both illuminated green. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.